Event description:
One week post injection with bovine collagen to facial area pt. Developed edema in hands dx'd raynaud's phenomen, malaise, flu-like symptoms. Labwork revealed elevated liver enzymes. All other labwork wnl. Further information from md, dx of polyarteritis nodosum. Physician stated events were probably not related to collagen. Inamed's approach to compliance is to report based on causality exception.